Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the machine is not getting on due to a no power condition. I no patient involvement reported.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and noted a da pcba adc reference failure, resulting in a vent inop condition. The fse replaced the pm pcb to resolve this issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.